Manufacturer narrative:
Concomitant product: product ID: 338940, lot# b0768323k, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had something protruding from their skull near the area of the burr hole rings and caps for deep brain stimulation (dbs). The hcp could visually see the protrusion. A revision was scheduled. During the revision, the burr hole ring and cap were exposed. The hcp found that bone had grown within and pushed the cap out on both sides. This pushed the cap up. The cap was removed and the issue was resolved following the revision. The patient was alive with no injury at the time of this report.